Event description:
It was reported patient presented in the emergency department after receiving an inappropriate therapy due to t-wave over sensing on the ventricular lead. Discriminator programming changes were made and the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.